Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s button were slow to respond and had to be pressed hard to make it work. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. Keypad unresponsive or button error alarm not confirmed. Device received with pillowing keypad overlay.(n)(4).